Manufacturer narrative:
Other applicable components are: product ID 7482a51 lot# serial# (B)(4) implanted: (B)(6) 2011 explanted: (B)(6) 2017 product type extension product ID 3387s-40 lot# v700663 serial# implanted: (B)(6) 2011 explanted: (B)(6) 2017 product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins). The patient reported that they underwent a system replacement and re-positioning on (B)(6) 2017 because their "ins could not be adjusted anymore." The patient reported that their healthcare provider (hcp) wanted to try to replace and reposition the system to try to achieve better therapy results. The patient reported they would be following up with their hcp next week to remove the staples in the patient's head. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up was received from the patient reporting that the replacement of the ins resolved the issue. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider and it was stated that there was a progressive loss of efficacy due to tolerance and the cause of the issue was due to this tolerance. The healthcare provider reported that it was too soon to tell if the replacement system resolved the reported inability to adjust the ins.